Event description:
It was reported that a cgm error occurred. There was no adverse impact to the customer's blood glucose level. The caller, with assistance from customer technical support, performed a pump reset, which resolved the issue, allowing the sensor session to be successfully started.